Manufacturer narrative:
Evaluation of the returned red72 confirmed the device was kinked. Further evaluation revealed that the device was ovalized on its proximal shaft. If the device is mishandled at extreme angles during use, the device may become kinked. Evaluation also found ovalizations distal to the kink. If the device was retracted at extreme angles, damage such as this may occur. During functional testing, a demonstration velocity was unable to be advanced through the red72 due to the ovalization on the proximal shaft. Further evaluation revealed minor kinks proximal to the ovalized location and on the distal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a red 72 reperfusion catheter (red72), a velocity delivery microcatheter (velocity), a non-penumbra stent retriever, and a non-penumbra guide catheter. During the procedure, the physician completed the first pass in the target vessel using the red72, velocity, stent retriever and guide catheter. Afterwards, a partial opening of the m1 was noted. Subsequently, upon loading the velocity into the red72 for the second pass, the physician noticed that the proximal end of the red72 was kinked. Therefore, the red72 was removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.